Event description:
The customer contact reported, the patient received less medication than intended. On an unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery, with a 2 hour taper up and 2 hour taper down, a 2500ml vtbi (volume to be infused), for a duration of 18 hours, and the delivery was started. No further programming parameters were provided. On (B)(6) 2011 at 1730, the homecare patient reported to the user facility that after 18 hours of delivery, the device had delivered half of the expected volume. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.88ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates, the device was programmed on an unspecified date and time for tpn therapy, continuous +taper up and down, with a 2hr taper up, a 2hr taper down, a 2500ml vtbi, an 18hr duration, a 5ml/hr kvo rate (keep vein open), a 2600ml container size. On (B)(6) 2011 at 2022, a new container was indicated. Between 2023 and 2329, the delivery was started and taper up began. A new date stamp of (B)(6) 2011 occurred. Between 0104 and 0108, the delivery was stopped and a start alarm occurred. Between 0110 and 0135, the delivery in started and the taper up completed. At 0410, the delivery was stopped. At 0421, the device was programmed for an auto taper time of 2hrs, the infusion was started and the taper down began. At 0621, the taper down complete, an end of infusion alarm occurred. At 0655, the delivery was stopped and the device powered off and on. At 0702, a new container is indicated, the delivery started, taper up began and completed at 0902. At 1033, the delivery was stopped and a 2hr auto taper programmed. Between 1050 and 1250, the taper down occurred and kvo delivery began. Between 1405 and 1607, a new container is indicated, the delivery is started and 2 hr taper up occurred. Between 1707 and 1728, the delivery was stopped and the device was powered off. A review of the history indicates device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.